Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. The device was returned for analysis. A visual and tactile examination of the hypotube shaft revealed no abnormalities. However, inspection of the outer and inner lumens, as well as the mid-shaft section, identified a break at the guidewire exchange port. Additionally, multiple polymer extrusion kinks were observed. Microscopic analysis of the balloon material showed no pinholes or tears. The balloon was returned in a deflated state and contained residual blood. The bumper tip exhibited signs of damage. Dimensional testing confirmed that the device was returned without the stent attached. The outer diameter (od) of the stent at the time of manufacturing was within the specified maximum crimped stent profile. Due to the condition of the returned device, a leakage test could not be performed. No additional device issues were identified during the returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred requiring additional intervention. A 4.50 x 32 mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent balloon failed to inflate. While attempting to remove the device, the physician broke the shaft. The remaining components of the shaft and balloon were successfully retrieved from the patients body using a snare. No patient complications were reported as a result of this event.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred requiring additional intervention. A 4.50 x 32 mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent balloon failed to inflate. While attempting to remove the device, the physician broke the shaft. The remaining components of the shaft and balloon were successfully retrieved from the patient body using a snare. No patient complications were reported as a result of this event.